Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the customer had a blank display and critical pump error. Troubleshooting was performed and the customer reported insulin pump was blank for more than 30 seconds. Insulin pump was blank at the time of call. Customer was advised to remove battery from insulin pump and check for insert battery alarm. Insert battery alarm did not appear on screen. No damaged or missing battery cap contacts was reported. No damage to spring was reported. No damage to battery compartment was reported. Screen did not return after insulin pump restart. Customer reported insulin pump was exposed to water. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was monitored for several hours and no blank display noted. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was due to the main_hal_hw_erorr (0x0000004f) in the bootloader. Suspecting hw issue. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 07/16/2022 17:18:32.000; 07/16/2022 17:24:16.000. Low battery alert was recorded and found in the formatted history file on: 07/15/2022 13:25:00.000; pump error 23 alarm was recorded and found in the formatted history file on: 07/16/2022 17:16:56.000; 07/16/2022 17:18:47.000; 07/16/2022 17:18:47.000; power loss alarm was recorded and found in the formatted history file on: 07/16/2022 17:20:47.000; 07/16/2022 17:20:58.000; 07/16/2022 17:25:10.000; 07/16/2022 17:25:21.000; and failed batt/battery failed alarm was recorded and found in the formatted history file on: 07/16/2022 17:24:31.000; upon checking on the power data/detail trace file, low battery alert was expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed on 07/16/2022 17:18:32.000 and 07/16/2022 17:24:16.000. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, found slight corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a serial number label missing. Blank display was not confirmed. Critical pump error (open book image) alarm was confirmed. Critical pump error (open book image) alarm due to slight corrosion on the pcba 1 and pcba 2. During visual inspection, slight corrosion was found on the force sensor, motor and vibrator¿assembly noted. Slight corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The insulin pump was returned for the analysis.